Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was 69 mg/dl. The patient did not have any symptoms and did not check a manual bg. She decided to buy food but when she was in her car, before finishing her food, she passed out. When she woke up, she was in the ER. At the ER, she was notified that she was brought there via ambulance. Her bg was tested upon arrival and it was 28 mg/dl, it is unknown what the cgm was displaying. She was treated with 3 oral glucose tablets and discharged the same day around 4:30pm when her bg was around 170 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.